Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the insulation has pulled away from the coil. The patient noticed there was shocking or burning from the his recharger in that spot where the wires were showing through. The patient confirmed that he was not injured, it just got his attention, and the coil was getting warm. The patient reported that it was shocking or burning him and it was not comfortable. It was noted that there was a visible wire where it goes into the round donut. A replacement recharger was sent to the patient. There were no further complications or anticipations reported with this event. Additional information received from the patient on (B)(6)2019, that she the patient received the recharger, he has been having difficulties charging the implantable neurostimulator (ins). According to the patient, it was an intermittent issue and now, it won't work at all. The patient tries to charge the implant and it just keeps looping and won't find the device. The patient tried restarting the controller but that did not resolve the issue. Eventually, it showed a "call manufacturer message", but then he doesn't remember the details of the screen. The patient stated there was a line across the screen. Eventually, it went blank and wouldn't power up at all. So, the patient plugged it into the ac power supply. A replacement controller was sent to the patient. No symptoms were reported at the time of the event. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger product ID 97745 lot# serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the recharger insulation pulled away and the device was scrapped. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.